Event description:
The patient was enrolled in the champion-af clinical study (watchman group) on (B)(6) 2021 with patient identifier (B)(6). It was reported that a transient ischemic attack (tia) occurred and the closure device did not seal. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 24.0mm. The patient was discharged home on apixaban and aspirin the following day. Fifty nine (59) days post index procedure, the patient presented to the emergency room for an episode of dizziness, blurry vision, and a headache. The patient experienced the episode three more times. However, denied any localized weakness or numbness, chest pain, shortness of breath, change in bowel habit or change in their habits. The patient was found to be in atrial fibrillation and bradycardia. Computed tomography (CT) head or brain without contrast revealed no acute intracranial hemorrhage. However, parenchymal volume less and white matter microvascular ischemic changes were noted. CT angiography neck with and without contrast revealed no occlusion or significant stenosis. Mild dilation of the ascending aorta measuring up to 4.5 cm in diameter was noted. The patient was admitted on the same day and magnetic resonance imaging (MRI) of the brain and echocardiogram was recommended. MRI revealed punctate focus of diffusion signal abnormality in the right cerebellar hemisphere inferiorly, most compatible with acute lacunar infarct, white matter signal abnormality most compatible with moderate underlying chronic small vessel ischemic changes and mild to moderate age-related diffuse cerebral volume loss. The patient was on aspirin (81mg) and apixaban (5mg) at the time of the event. Two days later, apixaban (5mg) was stopped and the patient was switched to dabigatran (150mg). The patient was discharged home in a stable condition on the same day. The event was considered resolved seven days later. Sixty seven (67) days post index procedure, an unscheduled visit occurred to evaluate the cva, and CT imaging was performed. CT angiography heart revealed a mildly enlarged lymph node anterior to the trachea measured 1.1 x 1.0 cm. Peripheral subpleural reticular changes of the visualized lungs within the mid to lower ling zones suggestive of interstitial lung disease and calcified plaques were also noted. The closure device was visualized within the left atrial appendage without thrombus. However, a 6mm leak was noted around the closure device. Contrast opacification was noted within the central portion of the closure device. Significant dilation of the left atrium was noted. Eighty eight (88) days post index procedure, the patient was restarted on dabigatran (150mg) and apixaban (5mg). It was further reported that the embolic event was a tia, and the tia was resolved on (B)(6) 2021.

Manufacturer narrative:
B5: describe event or problem- updated to include narrative details surrounding embolic event being a transient ischemic attack. H6: patient codes: updated to transient ischemic attack.

Event description:
The patient was enrolled in the champion-af clinical study (B)(6) on (B)(6) 2021 with patient identifier (B)(6). It was reported that a cerebral vascular accident (cva) occurred and the closure device did not seal. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 24.0mm. The patient was discharged home on apixaban and aspirin the following day. Fifty nine (59) days post index procedure, the patient presented to the emergency room for an episode of dizziness, blurry vision, and a headache. The patient experienced the episode three more times. However, denied any localized weakness or numbness, chest pain, shortness of breath, change in bowel habit or change in their habits. The patient was found to be in atrial fibrillation and bradycardia. Computed tomography (CT) head or brain without contrast revealed no acute intracranial hemorrhage. However, parenchymal volume less and white matter microvascular ischemic changes were noted. CT angiography neck with and without contrast revealed no occlusion or significant stenosis. Mild dilation of the ascending aorta measuring up to 4.5 cm in diameter was noted. The patient was admitted on the same day and magnetic resonance imaging (MRI) of the brain and echocardiogram was recommended. MRI revealed punctate focus of diffusion signal abnormality in the right cerebellar hemisphere inferiorly, most compatible with acute lacunar infarct, white matter signal abnormality most compatible with moderate underlying chronic small vessel ischemic changes and mild to moderate age-related diffuse cerebral volume loss. The patient was on aspirin (81mg) and apixaban (5mg) at the time of the event. Two days later, apixaban (5mg) was stopped and the patient was switched to dabigatran (150mg). The patient was discharged home in a stable condition on the same day. The event was considered resolved seven days later. Sixty seven (67) days post index procedure, an unscheduled visit occurred to evaluate the cva, and CT imaging was performed. CT angiography heart revealed a mildly enlarged lymph node anterior to the trachea measured 1.1 x 1.0 cm. Peripheral subpleural reticular changes of the visualized lungs within the mid to lower ling zones suggestive of interstitial lung disease and calcified plaques were also noted. The closure device was visualized within the left atrial appendage without thrombus. However, a 6mm leak was noted around the closure device. Contrast opacification was noted within the central portion of the closure device. Significant dilation of the left atrium was noted. Eighty eight (88) days post index procedure, the patient was restarted on dabigatran (150mg) and apixaban (5mg).